Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2017-01824. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization to treat a gastrointestinal (gi) bleed using ruby coils. During the procedure, the physician successfully deployed and detached initial ruby coils into the target vessel using a lantern delivery microcatheter (lantern) and a ruby coil detachment handle (handle). The physician then deployed a new ruby coil into the target vessel and attempted to detach it using the same handle; however, the ruby coil failed to detach. After multiple failed attempts, the ruby coil was removed. The procedure was successfully completed using a new ruby coil, the same lantern and the same handle. There was no report of an adverse effect to the patient.